Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side capsular contracture. Additionally, healthcare professional reports the capsular contracture is baker grade IV, and there are undulations. The device remains implanted.